Manufacturer narrative:
The patient originally contacted depuy synthes on february 8, 2016 to discuss original complaint (B)(4). Upon speaking with the patient on (B)(6) 2016, additional issues were addressed that led to the creation of new complaints. Therefore, the awareness date for the new complaint(s) is (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 6 feet 2 inches. (B)(6). This report is for one (1) unknown zero-p implant. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical interbody fusion (acif) revision procedure at c4-c5 on (B)(6) 2015 for a screw that backed-out in the zero-p implant. The screw that had backed-out was a bottom screw in the c5 vertebral body. The zero-p implant and three screws were removed and replaced. The procedure was completed successfully with no patient harm or surgical delay. The patient had previously undergone a revision procedure on (B)(6) 2014 during which one (1) screw in the zero-p implant was removed, but not replaced. That procedure was captured in and reported under (B)(4). The patient's initial anterior cervical decompression fusion (acdf) surgery at c4-c7 was performed on (B)(6) 2013. This report is for one (1) unknown zero-p implant. This report is 1 of 2 for (B)(4).